Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the hypotube 16cm from the handle. The distal shaft has a kink 5mm from the tip. Microscopic inspection revealed damage to the tip and the shaft is partially separated. There is blood present on and in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26jun2019. It was reported that the device was kinked. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device was kinked. The procedure was completed with another of the same device. No complications reported and the patient is stable. However, device analysis revealed a partial separation of the shaft.